Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, loss of capture, and high out of range impedances greater than 2000 ohms. A loose set screw was suspected and a revision procedure will be scheduled to investigate the issue. This lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed to replace this right ventricular (rv) lead. During the revision a tug test was performed to rule out the loose set screw and the physician determined that the connection was not loose. After disconnecting the lead from the device the lead was tested via a pacing system analyzer and the high out of range impedances and loss of capture were reproduced. A subclavian crush fracture was suspected by the physician but could not be confirmed via fluoroscopy. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted damage to the outer conductor coil. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed a break in the outer conductor coil. Microscopic evaluation indicated that the conductor coil damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.